Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted

Manufacturer narrative:
Date of event: exact date is unknown/not provided however the best estimate is (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to a poor visual outcome in the patient's left eye. It was reported that there was an improper calculation and the target was missed. There was no patient injury, no incision enlargement, no vitrectomy, and no sutures were required. No additional information was provided to abbott medical optics.